Manufacturer narrative:
It was reported that a 62-year-old male patient (98kg) underwent an atrioventricular reentrant tachycardia (avrt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that during the procedure while ablating, the physician noticed 1 cm pericardial effusion. It was also reported that several high force warnings were highlighted to the physician during the procedure (approx. 70g). Body coordinate system (bcs) was reset due to patient movement as a result of agitation/ pain. Post-procedure, cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to drain 300 ml of blood from the pericardial space. The patient stabilized after pericardial drainage and was admitted to intensive care unit (ICU) and then transferred to another hospital. Surgical intervention was later required. Extended hospitalization was required for observation. Physician¿s opinion regarding the cause of the adverse event is that it was due to a combination of difficult to reach tachycardia location and patient movement due to discomfort. Device investigation details: on 8/28/2020, biosense webster inc. Received additional information which indicated the hospital had disposed of the catheter. A manufacturing record evaluation was performed for the finished device 30283420m number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient (98kg) underwent an atrioventricular reentrant tachycardia (avrt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that during the procedure while ablating, the physician noticed 1 cm pericardial effusion. It was also reported that several high force warnings were highlighted to the physician during the procedure (approx. 70g). Body coordinate system (bcs) was reset due to patient movement as a result of agitation/ pain. Post-procedure, cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to drain 300 ml of blood from the pericardial space. The patient stabilized after pericardial drainage and was admitted to intensive care unit (ICU) and then transferred to another hospital. Surgical intervention was later required. Extended hospitalization was required for observation. Physician¿s opinion regarding the cause of the adverse event is that it was due to a combination of difficult to reach tachycardia location and patient movement due to discomfort. Transseptal puncture was performed with a brk-1 transseptal needle (st. Jude medical) and safesept transseptal guide wire. The force visualization features used included dashboard, vector and visitag. The visitag module with settings at range 3mm, time 3 sec, force over time (fot) 25%, minimum force 3gm, tag display: time. There was no evidence of steam pop during the ablation. Standard smart touch irrigation settings were used throughout the case. The customer¿s reported high force issue has been assessed as not MDR reportable as it is highly detectable when occurring. The potential risk that it could cause or contribute to a death or serious injury is remote.

Manufacturer narrative:
Biosense webster inc. Additional information was received indicating that two ablation catheters were used during the procedure (one smarttouch thermocool f curve & one smarttouch thermocool d curve). Additional follow up was sent to clarify which catheter was in use at the time of the injury. On (B)(6) 2020, additional information was received that since the pericardial effusion was found after the procedure was finished, therefore, it wasn¿t clear when or with which catheter the injury occurred. Based on the information received on (B)(6) 2020, the decision has been made to reported the adverse event under both ablation catheters. As such, biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2020-01127 for product code d133602 (thermocool® smart touch¿ electrophysiology catheter) (2) MFR # 2029046-2020-01577 for product code d133601 (thermocool® smart touch¿ electrophysiology catheter) correction: it was noticed that it the following information was inadvertently omitted from the 3500a initial medwatch report: e2. Health professional: yes e3. Initial reporter occupation: physician h6. Patient code of 3191 (no code available) was used to represent "surgical intervention" if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.